Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding & av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. With review of the available information there is no indication of any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the patient's supratherapeutic inr, the continuous, non-pulsatile flow of the pump, and anticoagulant therapy. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
It was reported by the vad coordinator that this patient was admitted with supratherapeutic international normalized ratio inr) and complaints of melena to rule out gastrointestinal (gi) bleed. The patient was transfused four units of packed red blood cells. The following day an esophagogastroduodenoscopy (egd) was performed and revealed two non-bleeding arteriovenous malformations (avms), both of which were treated with cautery. The patient was also started on octreotide intramuscular injections as an outpatient. She was discharged on (B)(6) 2015, and is last reported to be doing well at home.